Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer called tandem technical support at the time of the report but had not yet taken action to address the bg level. During troubleshooting with technical support, the caller disconnected the call. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.